Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited oversensing of noise. The clinic will continue to monitor the patient. No intervention was performed. The condition of the patient was unknown.